Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced meningitis. On (B)(6) 2017, the recipient was hospitalized. The recipient has recovered.

Manufacturer narrative:
On (B)(6) 2017, the recipient was reportedly seen in the emergency room and a CT scan was performed. The recipient was admitted with csf cytologic evidence of bacterial meningitis. On (B)(6) 2017, the recipient had a follow-up appointment to determine otologic and etiology reasons, however, this remained unclear. On (B)(6) 2018, the recipient had recovered and was noted to be healthy.

Manufacturer narrative:
The recipient presented with malaise and seizures.

Event description:
The recipient reportedly experienced meningitis. On (B)(6) 2017, the recipient was hospitalized. The recipient has recovered.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding treatment were unsuccessful. This is the final report.